Manufacturer narrative:
Patient information was not provided for reporting. Additional device product codes: mnh, mni, kwq, kwp. Device malfunctioned intra-operative. Device was not implanted/explanted. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the surgery for recurrent lumber herniation was performed using the matrix system. The fixed area was l5 ¿ l6. When the lateral distractor (03.632.087) was installed to the lateral distractor tip (03.632.083) during fixing l5 and l6, the lateral distractor tip was detached prior to the bone screw. When checked, it was found that the proximal thread of the matrix bone screw was broken at the thread near the screw head. Another bone screw was used to complete the procedure safely. The surgery was completed with ten minutes delay, and there was no adverse consequence to the patient. Procedure was completed successfully. Concomitant devices reported: toothed rack retractor f/matrix (part# 03.632.087, lot# unknown, quantity 1), distractor tip f/bone screws f/matrix 5. (Part# 03.632.083, lot# unknown, quantity 1). This report is for one (1) 7.0mm ti cannulated matrix screw 40mm thread length. This is report 1 of 5 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was performed. The returned parts are included in the matrix spine system-mis instrumentation (dsem-spn-1215-0391_lr) and is intended to provide precise and segmental stabilization of the spine. The returned pedicle screw was received with the matrix polyaxial head (04.632.001) attached to the proximal end of the screw. Upon visual inspection is can be seen that a portion of proximal threads has broken off from the device and was not returned. The complaint condition could not be replicated as the threads are already broken. The balance of the screw is in fair condition; the complaint condition is confirmed. Relevant drawings for the returned instrument were reviewed. No design issues or discrepancies were identified. Dimensional analysis was not performed as the complaint condition was visually confirmed. The lot number for the returned screw was unavailable, therefore its date of manufacture could not be determined, and a DHR review could not be completed for it. A material test was not performed as the threads of the returned screw are rather small, it is more likely that operational challenges contributed to the complaint condition, rather than a screw material deficiency. A root cause could be determined, as the circumstances leading to the complaint are unknown. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.